Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore, a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date in 2014, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced the same umbilical hernia twice coincident with automated peritoneal dialysis therapy. Each time, the hernia had occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown, but was reported to potentially be due to the patient's thin body frame, having a low body weight, and taking care of a young child. The hernia worsened with peritoneal dialysis therapy. On an unknown date; the patient experienced the initial umbilical hernia, underwent a hernia repair procedure in the same year, and was recovered from the event. Six days prior to the initial receipt of this report; the patient was hospitalized for the repeat umbilical hernia, was released from the hospital the following day, and then two days prior to the initial receipt of this report the patient was hospitalized for the repeat hernia and during that hospitalization underwent a hernia repair surgical procedure. On an unreported date, dianeal therapies were discontinued and the patient was placed on back-up hemodialysis therapy in order to recover from the second hernia repair procedure. It was anticipated that the patient would restart peritoneal dialysis therapy within twelve days after the initial receipt of this report. After two days of hospitalization for the second hernia repair procedure, the patient was discharged. The patient was recovering from the repeat hernia event. No additional information is available.